Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the 7mm extended length endoscope lens on the distal end of the scope was loose and looked as though it was going to fall out of the scope. It was noticed in sterile processing when scope was being cleaned. The procedure was completed with the same scope. No injury was reported.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # 606180. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text: device not returned.